Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation on (B)(6) 2017, the device found to be at eri and eol. On previous interrogation on (B)(6)2017, it showed a remaining longevity of 3.7-4.1 years to eri. The device was explanted and replaced. The was patient stable before and after the procedure.